Event description:
It was reported that there was a confirmed overdischarge, and it was the patient¿s first overdischarge. A physician mode recharger (pmr) was performed and it did not successfully reset the device. The patient would decide whether he wanted a new battery or not. No patient symptoms or complications were associated with the event, and the patient status at the time of the report was alive, no injury. It was later reported that the patient did not charge his battery. The patient was still deciding whether to replace the battery. The patient had no therapy; they tried the triple charge but could not wake up the battery.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6), 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6), 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6), 2009, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).